Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing break. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the inlet tube of the pump. The surfaces of the detachment site of the shorter exhaust tube of the pump appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tubing of cylinder 1 and cylinder 2. A group of striations, indicating contact with unshod instrumentation, was noted on the exhaust tube of the cylinder 1. This is a site of leakage. A separation was noted on the exhaust of the cylinder 2 at the strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the detachment sites indicate that sufficient stress(s) may have been exerted on the exhaust tube between the pump and cylinder 1 and exhaust tube of cylinder 2 at the strain relief junction to separate the site while in-vivo. Separations of this type could then allow the loss of fluid, making the device inoperable. However, as additional information was not received, it could not be determined if one or all sites were the cause for the reported failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.